Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump was monitored for three (3) days and no unexpected low battery alert, off no power, weak battery, or failed battery test alarms occurred during testing. The insulin pump was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose of over 600mg/dl and the insulin pump had alarmed low battery less than one week. Troubleshooting for off no power alarm was performed. A low battery alert prior to the off no power alert. The battery was not previously used but the battery compartment had physical damage. It was reported that a replacement was going to be sent and the customer was advised to revert to a back up plan until the replacement arrives. Troubleshooting for damage was performed and it was found that there were cracks in the battery compartment but the customer did not know how it happened. Troubleshooting for high blood glucose was performed. The customer's blood glucose level was 600mg/dl at the time of the incident and 506mg/dl at the time of the call. The customer treated with manual injections and was admitted to the hospital on (B)(6) 2017 at 9:40 a.m. It was reported that the insulin pump's malfunction was the significant event leading to the hospitalization. It was also reported that the customer was still in the hospital during the call and was wearing the insulin pump. Further troubleshooting was declined. The insulin pump will be returned for analysis.